Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device was discarded at the facility.

Event description:
It was reported that an osteotome fractured during a medical procedure, and the guarded tip of the osteotome fractured off at the end. It fell into a delicate area of the patient, and it would have caused more harm to attempt to retrieve it, per the operating surgeon. The company representative was not present during the occurrence.